Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 459 mg/dl and it was addressed with the pump as well as manual injections. It was unknown what the cause of the elevated bg was and the contact declined troubleshooting with tandem's technical support.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.